Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set adhesive issues on (B)(6) 2026 when the tubing was caught in a zipper and the adhesive was removed. The blood glucose level was 411 mg/dl.the patient replaced the infusion set and successfully resumed insulin delivery. No further information available.